Event description:
In 2009, the ventilator failed and alarmed. The pt was ambu-bagged immediately and the ventilator was exchanged by the respiratory therapist. There was no harm to the pt or change in condition. The ventilator was removed and sent to the manufacturer for service and repair. Upon inspection, the manufacturer reported that they were not able to determine a specific cause for the ventilator malfunction. Subsequently, this unit was taken out of service by the biomedical engineering department.